Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection, while the purple reload was being fired on the lung, a cracking sound was heard. A second handle was then used with a black reload but was unable to squeeze the handle to fire. It was replaced again with a black reload and new handle to complete the case. The surgery was converted from laparoscopic video-assisted thoracoscopic surgery to open prior to wedge, and was unrelated to the device reported condition. There was no patient injury.